Event description:
The facility representative reported "ch 1 delivery hi 200ml=220ml" found during bio-med testing. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp representative stated that there were no reports of injury or medical intervention. No additional info is available.

Manufacturer narrative:
The device has been rec'd for evaluation, however, is not complete. A follow-up report will be filed upon completion of the evaluation or if additional info becomes available.